Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 2 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. In case cjd is identified in advance, user may be able to prevent the suggested event by handling device in accordance with the following IFU statements. Reprocessing manual_ general policy_ precautions_ warning -prions, which are the pathogenic agents of the creutzfeldt-jakob disease (cjd), cannot be destroyed or inactivated by the reprocessing methods stated in this instruction manual. When using the endoscope and accessories on patients with cjd or variant creutzfeldt-jakob disease (vcjd), be sure to use them for such patients only, or immediately dispose of them after use in an appropriate manner to prevent the usage of exposed devices on other patients. For methods to handle cjd/vcjd, follow the respective guidelines in your country. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope was possibly used on a patient after being used on a patient that was later diagnosed with creutzfeldt-jakob disease (cjd). There were no reports of patient harm.